Event description:
Device malfunction: suture mislocation. Time of malfunction: during vessel closure. Symptoms/ae: arterial repair procedure. It was reported that a physician attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the tract between the skin and the artery was long. The suture did not capture the artery wall, but did capture the subcutaneous adipose cells within the tissue tract. The patient was taken to surgery for a cut down and arterial repair procedure. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.